Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a pediatric patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and 25 days after start of support, a computed tomography head scan reviewed a cerebellar infract. The patient was on venovenous extracorporeal membrane oxygenation as well as impella 5.5 mcs at the time of the finding. Follow-ups will be completed as the patient progresses; currently, the team is unable to determine the patient's deficit due to the patient being intubated and sedated. Support with the implanted pump continues as per the latest plan of care update 19 days following the finding.

Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva) has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25805 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 was entered incorrectly on the previously submitted manufacturer device report number 1220648-2025-25805 and a new code has been added. H.10 revised as a portion of the additional manufacturer narrative instructions for use were omitted on the initial submission of manufacturer device report number 1220648-2025-25805.